Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had a continuation of the initial pain and warmness at the implantable neurostimulator (ins) site and was taking pain medication. Initially the patient had reported that the pain was getting worse and the patient updated and reviewed that the pain medication was not helping and that she felt the pain from the ins site into the groin, which was progression of the same initial pain. Since the last call she went to the healthcare professional (hcp) and had imaging done and the hcp confirmed that leads were in place. When the patient was asked if she felt the stimulation was causing the pain, the patient did not know what else could be causing it. The patient was not comfortable over the phone trying to turn stimulation off to see if the pain would change. She was going to go to the doctor on (B)(6). She could not go sooner because she was hurting too bad and not feeling well, a continuation of the initial pain. The patient asked if anyone else ever had pain or had the ins removed. The following day the patient reported the same issues. Help was offered to turn stimulation off but the patient had an issue with the batteries in the programmer. The patient was advised to call back if she wanted help or follow up with the hcp about the symptoms when she would meet with the hcp today.

Manufacturer narrative:
Date of event is estimated.

Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she was having pain round her implantable neurostimulator (ins) pocket site on the right upper buttock region and around the stomach. It was indicated that if she pressed her stomach, there was no pain. She quit taking the heavy duty pain killers to see how she felt and the pain was really bad. She stated if she lifted her right leg up, it really hurt and when she walked, she had to walk bent over. It was not red in the site but she thought the pain was coming from the implant. It was gradual getting worse and worse. She broke her back once before the implant but the pain was different, so she really thought this was coming from the implant. It felt warm sometimes in the area too, like it had some sort of inflammation. She experienced changes in her bowel function. She felt like her bowel was obstructed. It was indicated she went to healthcare provider and saw the nurse but they did not do any testing to see what was causing this pain.

Event description:
Additional information received from the health care provider (hcp) reported that the patient¿s pain had not been resolved. The patient was seeing a gastroenterologist for their gi problems and a general practitioner for the back pain. The cause of the pain was determined to be constipation and a back injury. The action taken to resolve the patient¿s pain was that the hcp reprogrammed the patient¿s internal device on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.